Event description:
The customer reported that when the plasma bag tubing was clamped, a leak occurred and plasma sprayed on the face and glasses of the nurse. Per the customer, the leak originated at the nozzle located on the plastic tubing. Patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The customer did not respond to repeated attempts to gather the patent's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the description from the customer this is likely a leak from the slip fit luer connection on the plasma line. If the operator clamps the line above the slip fit luer connection during collection, this will cause a pressure buildup in the line and results in a leak at the luer.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.